Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a lead removal wire stuck in the lead, the stylet was not returned. Stylet insertion could not be tested due to a lead removal wire stuck in the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged into the patient's right atrium, and exhibited abnormal electrical parameters. Attempts to reposition the lead were unsuccessful, and the physician experienced difficulty in removing the lead with a standard stylet. Upon removal, it was noted that there was a lot of tissue in the area of the lead helix. The lead was eventually explanted and replaced. No patient complications have been reported as a result of this event.